Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: event date is unk. It was reported to boston scientific corp that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when removing the inner stylet, the guide/pullwire sheared through the guide catheter and the bend of the exit port became caught. The guide/pullwire was cut in order to deploy the stent. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.